Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 640 mg/dl and a low bg level of 40 mg/dl; cause was not clear. Customer administered a manual injection and went to the emergency room with small ketones identified as life-threatening by a healthcare provider. Customer was treated with intravenous fluids of saline and insulin and was discharged the same day with the issue resolved and no permanent damage. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no additional information regarding this event was provided.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.